Manufacturer narrative:
On april 14th, 2023, additional information was received stating that a malfunction was confirmed in the pump history. Additionally, it was reported that an unexpected reset occurred and that the pump indicated a data log corruption. H6: added 2959 and 3196.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.